Manufacturer narrative:
(B)(4).

Event description:
The patient presented at clinic with out of range lead impedance. The lead remains implanted and will be evaluated. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.